Event description:
Baxter representative reports that customer experienced 2 blood leaks on different patients at the onset of patients treatment. Noted by blood leak alarms and one of the two incidents was confirmed with hemastix. Estimated blood loss 200 cc's per incident. Treatment were resumed with new disposables without further incident. No patient injury or medical intervention reported.

Event description:
Baxter affiliate reports that customer experienced 3 blood leaks on different pts on the same day. Despite numerous attempts to contact the customer for details surrounding these incidents, no further info has been obtained.